Event description:
Customer reportedly tested 195 mg/dl on the compact sys and was so weak he could not move. Customer reports eating to elevate his blood glucose. Customer's reported symptoms are consistent with his reported hypoglycemic symptoms. No medical treatment sought or rec'd. No quality controls were used. Requested return of suspect test sys and replacement was sent. Info suggests event occurred in the home.